Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
Customer reported elevated blood glucose of 350 mg/dl with trace ketones. Reportedly the customer saw insulin leaking from the site and also reported pain at the site. Cts advised customer to change out infusion set site, but customer declined. Cts requested a follow up with customer, but customer declined. Infusion set manufacturer was not provided.